Event description:
It was reported that the physician that during delivery of the stent (subject device), difficulty was encountered while advancing through the microcatheter. The physician withdrew the stent from the patient's anatomy and found that the stent tip had deployed prematurely during use. The procedure was completed successfully with another stent and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the stent was returned within its deployed state. The distal end of the stabilizer was bent. There was flattening noted to the distal section of the catheter. No other anomalies were noted. A functional test was unable to be performed as the stent had been deployed. As per the additional information, there was 80% stenosis and calcification at the lesion, which may have caused or contributed to the reported event, however this cannot be definitively determined. The patients anatomy was moderately tortuous. The device was returned and the damage noted is consistent with the reported event. It is probable that the anatomical factors present during the clinical procedure caused the difficulty to advance the system and the premature deployment of the stent. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that the physician that during delivery of the stent (subject device), difficulty was encountered while advancing through the microcatheter. The physician withdrew the stent from the patient's anatomy and found that the stent tip had deployed prematurely during use. The procedure was completed successfully with another stent and no clinical consequences were reported to the patient due to this event.